Event description:
Device returned for analysis via co rep. Pt has not been under care of the physician of record for 9 months. No other info available regarding the pt. Device rec'd from physician who was retiring from his practice-unable to find info relative to the circumstances of explant.